Manufacturer narrative:
Product event summary: analysis confirmed the reported event. As a result the link electronic module (lem) circuit board was replaced. After the programmer was tested it passed final checkout.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the electrocardiogram (ECG) was noisy. The signal was lost and the gain was variable. When the connector is moved the ECG is better for a while. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.